Event description:
Rep is with the patient today trying to pull device out of overdischarge. Rep stated that ins hasn't been charged for 1 year. Rep has completed 2 prm (physician recharge mode) and he stated that he saw por message and seeing 0-2 coupling bars and then screen went back to the reposition antenna screen. Rep stated they tried the al (antenna locate screen) and could only get 38 to 42 with seeing 40. Troubleshooting reviewed prm steps and that once initiated that it must continue until ins is responding and ins must be charged to 25% before interrogating and then por should be cleared. Troubleshooting also discussed that if 0-2 bars still present and can't be resolved that an x-ray should be considered to see if ins is flipped. Later it was reported that they saw por message briefly but were having trouble recharging ins further as they could only get 0 or 2 bars and that was difficult to maintain. Pushing on recharge antenna didn't help increase coupling. Caller could easily feel top header block of ins but had difficulty feeling any other part of ins in pocket. Ins in left flank area. When using antenna locate, they were getting 38-42 which was reviewed were low numbers to get on al. They took xrays of ins and this shows that ins is not parallel to the skin and most of ins appears to be deeper into tissue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the manufacturer representative reported that the patient was unable to charge because of the position of the implant, they could only get two bars. Attempts were made to perform a physician mode recharge, but they were not able to get the battery out of the discharge state. They briefly got to the normal charging screen but soon after it went back to the overdischarged state. X-rays show the battery was at an angle and the patient was thinking about a possible revision or replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported, that they would be meeting with the patient on (B)(6) 2022. To check the patient's equipment and assess the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins will not charge been like that for over a year realized over a year ago he could not charge it. Last week, a rep told him how to do a one hour timer and he tried 4 hours to get it out of sleep mode but pt could not do it so rep referred him back to patient services. When ps reviewed the process to resolve over discharge pt became upset. Pt said the aftercare has been horrible....he had some difficulties with the device settings at one time and met with a rep at the pain management office who worked with it for a while and told him it was the best they could do. Pt complained he could never get it charged fully pt could not sit for hours a day so he could not recharge fully, it was difficult for him to try to sit still so long it was virtually impossible and he gave up, he had let people know he was having some difficulties but nobody gave a damn, it would take 4 hours to get started to recharge, the best he could do was 50 percent and it took forever. Pt was able to recharge fully only one time and it took over 2 days. Pt said recharging like that is not conducive to living pt will not go through that, the slightest move and he lost connection. Pt was upset manufacturer would sell a product used by doctors and have such horrible after care. Ps encouraged him to continue working with his doctor to resolve his issues.  Pt said now they told him the MRI was out of scope because they need the implant to be fully charged but he has not charged it in over a year.